Manufacturer narrative:
The date of filter implant was reported as (B)(6) 2016; however, the date of the filter implant does not coincide with the reported event. Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings:- do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena caval wall. Optional procedure for filter removal: perform a standard inferior venacavogram. Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the recovery filter. Remove the recovery cone and pusher system from kit b. Flush the central lumen of the cone catheter and wet the cone with saline - preferably heparinized saline. Slowly withdraw the cone into the y-adapter to collapse the cone. Note: the cone must be fully retracted into the y-adapter before connecting the system to the introducer catheter to ensure that the cone can be properly delivered through the catheter. Advance the cone by mobbing the pusher shaft forward through the introducer catheter, advancing the cone with each forward motion of the pusher shaft. Continue forward movement of the pusher shaft until the cone advances to the radiopaque marker on the distal end of the introducer catheter. Unsheath to open the cone by stabilizing the pusher shaft and retracing the introducer catheter. After the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of dvt and pe. At some time post filter deployment a CT scan demonstrated a large dvt approaching the ivc filter, the patient was placed on anticoagulation. Plans to retrieve the vena cava filter were delayed due to additional surgery performed (reason for surgery was not provided). Sometime post surgical procedure, an attempt to retrieve the filter was unsuccessful despite multiple attempts made. The decision was made to leave the filter in place. There was no reported patient injury.

Event description:
It was reported that a vena cava filter was deployed successfully for history of dvt and pe. At some time post filter deployment a CT scan demonstrated a large dvt approaching the ivc filter, the patient was placed on anticoagulation. Plans to retrieve the vena cava filter were delayed due to additional surgery performed (reason for surgery was not provided). Sometime post surgical procedure, an attempt to retrieve the filter was unsuccessful despite multiple attempts made. The decision was made to leave the filter in place. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later post filter deployment, an x-ray of abdomen was performed, and the study showed an inferior vena cava filter in place. After three days, an x-ray of abdomen was performed, and the study showed an inferior vena cava filter was again noted, similar in position. After four days, a computed tomography angiogram of abdomen and pelvis was performed for extensive bilateral deep vein thrombosis. The study showed that an inferior vena cava filter was seen immediately below the level of the renal veins. Also, occlusive thrombus was seen within both internal and external iliac veins and the lower inferior vena cava to the level of the inferior vena cava filter just below the renal veins. After three weeks, a computed tomography angiogram of abdomen and pelvis was performed for abdominal pain and the study showed that clot was seen up to the level of the inferior vena cava filter that laid with the tip at the level of the renal veins. An x-ray of abdomen was performed on the same day for post colectomy and the study showed that a barred inferior vena cava filter was present. After four months, the patient was scheduled for inferior vena cava filter retrieval and was consulted that due to history of pulmonary embolism and high risk of recurrent pulmonary embolism, it was recommended not to remove the filter and the retrieval procedure was cancelled. After four days, a computed tomography pulmonary angiogram of thorax was performed for pulmonary embolism and the study showed that there was a linear filling defect identified in the anterior segmental branch of the left upper lobe, within the distal left main pulmonary artery, extended distally and becomes confluent with a more pronounced filling defect within lingular pulmonary arteries. Final impression demonstrated pulmonary emboli to the left lung. After two years and six months, the inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed, and a pigtail catheter was placed in the inferior vena cava below the level of the filter. Then a cavography was performed which demonstrated that large portions of the filter i.e., several filter legs had penetrated the inferior vena cava wall. Then the filter was accessed with the cone recovery system and at least moderate force was used to remove the filter. During the moderately forceful attempt, the patient experienced pain and it was concerned that the inferior vena cava might tear. Therefore, the filter was left in place and was recommended to avoid removal of the filter. Post retrieval attempt study demonstrated that the inferior vena cava filter cannot be removed. After four years and eight months, during consultation, it was mentioned that the patient had an inferior vena cava filter, and an attempt was made to remove it but was unsuccessful. It was recommended the inferior vena cava filter should not be undertaken given the penetration of the filter legs through the inferior vena cava wall a complication that was relatively common and not typically clinically significant. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism and inconclusive for thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d10, g2, g3, h6 (device). H11: b1, g1, h1, h6 (patient, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.